Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons were not responding, watchdog timeout, internal clock comparison error and the screen was frozen. The customer¿s blood glucose level was 300 mg/dl and treated with bolus correction. The customer was able to successfully clear the alarm. Declined troubleshooting. The device will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. No unexpected watchdog timeout alarm anomalies noted. No unexpected rtc/internal clock comparison error alarm anomalies noted. Device passed self test.